Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body of the minicap transfer set; further described as ¿dark blue piece was loose and pulling off¿. This occurred while disconnecting after peritoneal dialysis therapy. The patient could not remove the patient line. The nurse advised the patient to cut the patient line and drain line, place a minicap, and visit the clinic. The transfer set was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic treatment. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.